Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device has travel coarse error during self-test¿ was confirmed by checking the alarm history. Travel coarse error was found in the alarm history. The cause was due to worn-out clutch parts. The left and right clutch, worm gear, worm coupling and motor. The pump is calibrated and greased and reset to standard configuration and reset to standard configuration. The pump passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a travel coarse error during self-test. There was no patient involvement or harm.